Event description:
Rptr's meter to healthcare professional meter blood glucose comparison test results were 40 and 128 mg/dl respectively. Rptr did not have supplies to perform control solution test meter while in contact with lifescan.